Event description:
The time of event is unknown. There was no report of patient harm. Video image failure

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the ccd signal wire fluid damage, the segment fluid damage, the electrical connector fluid damage, the operation channel buckled, the ccd driver pcb corroded, the operation channel leaky, the air/water nozzle loosened, the lg prong top loosened, the control body disinfections damage, the u/d pulley wire worn out, the r/l pulley wire worn out, the insertion flexible tube (ift) lump/wave, and the light guide cable lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.